Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise approximately one month earlier. At that time the sensing gain was increased. The patient received another inappropriate shock due to noise. Technical services (ts) was consulted and upon review determined the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options, including obtaining an x-ray. Further review of the data found high, but within range, shock impedance measurements. It was noted that the shock impedance measurement has increased with each delivered shock. The shock impedance was noted to increase a few months post implant and reached 140 ohms six years earlier. Over the next couple years the shock impedance then gradually decreased to 80 ohms and started to increase again to 160 ohms. Ts discussed possible causes for intermittent gradual increases in shock impedance measurements. An additional inappropriate shock was noted in the device's memory due to a change in morphology leading to t-wave oversensing. After that shock the sensing vector was programmed from secondary to primary where these additional inappropriate shocks due to noise have occurred. There was also an untreated episode in primary configuration stored due to non-cardiac signals and abnormal morphology. Ts suggested a revision procedure where both s-ICD and electrode are explanted. The field representative noted that during the follow-up appointment no noise was observed in any vector. The sensing vector was reprogrammed to secondary. The physician opted to leave the products implanted and no revision will be scheduled. The s-ICD and electrode remain in service and no adverse effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise approximately one month earlier. At that time the sensing gain was increased. The patient received another inappropriate shock due to noise. Technical services (ts) was consulted and upon review determined the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options, including obtaining an x-ray. Further review of the data found high, but within range, shock impedance measurements. It was noted that the shock impedance measurement has increased with each delivered shock. The shock impedance was noted to increase a few months post implant and reached 140 ohms six years earlier. Over the next couple years, the shock impedance then gradually decreased to 80 ohms and started to increase again to 160 ohms. Ts discussed possible causes for intermittent gradual increases in shock impedance measurements. An additional inappropriate shock was noted in the device's memory due to a change in morphology leading to t-wave oversensing. After that shock the sensing vector was programmed from secondary to primary where these additional inappropriate shocks due to noise have occurred. There was also an untreated episode in primary configuration stored due to non-cardiac signals and abnormal morphology. Ts suggested a revision procedure where both s-ICD and electrode are explanted. The field representative noted that during the follow-up appointment no noise was observed in any vector. The sensing vector was reprogrammed to secondary. The physician opted to leave the products implanted and no revision will be scheduled. The s-ICD and electrode remain in service and no adverse effects were reported. Additional information: the patient underwent a revision procedure on (B)(6) 2025, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities. Testing was completed to assess electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise approximately one month earlier. At that time the sensing gain was increased. The patient received another inappropriate shock due to noise. Technical services (ts) was consulted and upon review determined the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options, including obtaining an x-ray. Further review of the data found high, but within range, shock impedance measurements. It was noted that the shock impedance measurement has increased with each delivered shock. The shock impedance was noted to increase a few months post implant and reached 140 ohms six years earlier. Over the next couple years, the shock impedance then gradually decreased to 80 ohms and started to increase again to 160 ohms. Ts discussed possible causes for intermittent gradual increases in shock impedance measurements. An additional inappropriate shock was noted in the device's memory due to a change in morphology leading to t-wave oversensing. After that shock the sensing vector was programmed from secondary to primary where these additional inappropriate shocks due to noise have occurred. There was also an untreated episode in primary configuration stored due to non-cardiac signals and abnormal morphology. Ts suggested a revision procedure where both s-ICD and electrode are explanted. The field representative noted that during the follow-up appointment no noise was observed in any vector. The sensing vector was reprogrammed to secondary. The physician opted to leave the products implanted and no revision will be scheduled. The s-ICD and electrode remain in service and no adverse effects were reported. Additional information: the patient underwent a revision procedure on (B)(6) 2025, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.